Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a male with sah in mid- (B)(6). The initial setting is unknown. Since valve occlusion was suspected after implantation, the device was replaced on (B)(6) 2016. The patient is currently being monitored.

Manufacturer narrative:
Updated UDI: (B)(4). Correction: model/lot #. Device evaluation: mode/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 1. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The catheters were irrigated, no occlusions were noted. The valve was leak tested, no leaks were noted. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8806, with lot ctlcgy, conformed to the specifications when released to stock in 23rd october 2015. No root cause could be determined for the valve as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.